Event description:
While pt was moving over to operating room bed (schuremed) the upper half of the operating room bed fell back and pt slid backwards and had an assisted fall. The upper half of bed sheared off, not at a connection point. FDA safety report ID# (B)(4).